Manufacturer narrative:
Investigation summary: one sample and two photos were provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the flange of the barrel. As the customer reported mold the fm was tested for mold by the bd lab in columbus with the results coming back negative for mold. Two photos were also provided by the customer for investigation. One photo shows the top web of a blister pack showing the product description and product number. The second photo shows the syringe flange in the blister pack. There is brown foreign matter (fm) which can be seen on the flange of the barrel. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. This is a cosmetic defect and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that prior to use mold was discovered inside packaging with a bd syringe 60ml s/t latex free configure. The following information was provided by the initial reporter: it was reported that mold was inside the packaging.

Event description:
It was reported that prior to use mold was discovered inside packaging with a bd syringe 60ml s/t latex free configure. The following information was provided by the initial reporter: it was reported that mold was inside the packaging.

Manufacturer narrative:
The following field has been updated with additional information: date of event: (B)(6) 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use mold was discovered inside packaging with a bd syringe 60ml s/t latex free configure. The following information was provided by the initial reporter: it was reported that mold was inside the packaging.